Manufacturer narrative:
(B)(4). Method, results, conclusions: the investigation is still ongoing on this event. When the investigating is completed a follow-up report will be sent to the FDA.

Event description:
In mr neuro perfusion, when user clicks "generate series", the generated maps have noticeably different colors compared to the colors initially seen in the neuro perfusion package. No misdiagnosis, mistreatment or other pt injury was reported.